Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, an attempt appeared to have been made to shape the tip of the guidewire. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire and no anomaly was noted. The corewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond was in place. The guidewire ptfe coating was examined under magnification and the ptfe was peeled/scraped off in several places along its proximal section between approximately 16.2cm to 31.4 cm from the proximal end. During the functional inspection the tip of the guidewire was shaped without difficulty. The returned guidewire was kept hydrated per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demonstration sl-10 microcatheter without issue. The guidewire was advanced out of the microcatheter distal end without any resistance. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the dfu and continuous flush was set up and maintained throughout the clinical procedure. An sl-10 microcatheter was used in the procedure in conjunction with the subject device and the patient¿s anatomy was not tortuous. There was no patient involvement and the device was not in use on the patient at the time of the event. Analysis of the returned device found there was no issue shaping the tip of the guidewire therefore an assignable cause of ¿not confirmed¿ will be assigned to the reported guidewire distal tip poor shape retention. The reported guidewire torque problem was not confirmed based on the analysis, as the device was inserted and advanced through the demonstration sl-10 microcatheter without issue. Analysis of the returned device also noted a section of the ptfe coating was peeling or had peeled off at the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed guidewire ptfe coating peeling.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.